Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system non-dehp catheter extension sets were damaged. The sets are rigid and did not allow flexibility in fixation and causes discomfort in the insertion of the catheter. On some occasions the seal is disconnected, becoming detached from the catheter union. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter last name: (B)(6). Initial reporter address: should additional relevant information become available, a supplemental report will be submitted.